Event description:
A customer reported that their epiq cvx ultrasound system was not available during a critical heart valve procedure. The system generated an error code, and the issue persisted after a reboot. The procedure was able to be completed. There was no patient or user harm as a result of the issue. A philips field service engineer replaced the ssd (solid-state drive) and reloaded the system software to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A field service engineer (fse) evaluated the system based on the customer complaint and confirmed the issue. The fse replaced the solid state drive (ssd) and reinstalled the software to address the customer's immediate concerns. No further information is available. There have been no similar issues subsequent to this event.